Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Additionally, the patient was noted to be hypothermic. The device was noted to be pacing at a rate in the 40 beats per minute (bpm) range, which, was felt to be lower than expected. The root cause of the syncope was unknown. Further evaluation was planned. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the root cause of syncope was unrelated to the implantable cardioverter defibrillator (ICD). No programming changes were made and the patient was placed under warm blankets to treat the hypothermia.